Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with a dual chamber pacemaker. During the procedure the ventricular lead exhibited high thresholds. The physician explanted and replaced the lead successfully. No adverse consequence to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.